Manufacturer narrative:
Investigation evaluation: the product said to be involved in the procedure was not returned for evaluation. The products that were returned for evaluation were not used during the procedure. These devices are considered to be prior to use and unused devices from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved could not confirm the report as it was described. Three devices were returned. Two prior to use devices and one device that was unopened. On the two opened devices returned there is no evidence that they have been used inside a patient. Bodily fluid did not appear to be present. Device 1 (prior to use) - the product was returned with the trigger cord still attached to the barrel, two bands (one (1) black band and one (1) amber band) remained on the barrel, two-way handle, irrigation adapter and a loading catheter. During a functional test, the device was put through an upper gastrointestinal endoscope and the barrel was placed on the end of the endoscope. The two bands fired successfully and constricted immediately onto the simulated varices. A visual examination of the trigger cord was performed and all twelve beads were present. The twelve beads were examined under magnification and all twelve beads were correctly filled with no evidence of excessive flash. The location of the beads were verified. The length of the trigger cord was measured within specification. The trigger cord was intact and not broken. Device 2 - the product was returned sealed and unused. During a functional test, the device was put through an upper gastrointestinal endoscope and the barrel was placed on the end of the endoscope. All six bands fired successfully and constricted immediately onto the simulated varices. A visual examination of the trigger cord was performed and all twelve beads were present. The twelve beads were examined under magnification and all twelve beads were correctly filled with no evidence of excessive flash. The location of the beads were verified. The length of the trigger cord was measured within specification. The trigger cord was intact and not broken. Device 3 (prior to use) - the product was returned with the trigger cord still attached to the barrel, three bands (two (2) black bands and one (1) amber band) remained on the barrel, two-way handle, irrigation adapter, and a loading catheter. During a functional test, the device was put through an upper gastrointestinal endoscope and the barrel was placed on the end of the endoscope. All three bands fired successfully and constricted immediately onto the simulated varices. A visual examination of the trigger cord was performed and all twelve beads were present. The twelve beads were examined under magnification and all twelve beads were correctly filled with no evidence of excessive flash. The location of the beads were verified. The length of the trigger cord was measured within specification. The trigger cord was intact and not broken. The lot number associated with this complaint was researched to determine the manufacturing date of the actual bands. We can conclude from research that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Inadequate storage conditions (excessive light and heat), sterilization and/or expired bands could contribute to the properties exhibited as described in the customer complaint. However, the lot number associated with this complaint were researched to determine the manufacturing date of the actual bands. We can conclude from the research that the bands were within the acceptable age date range to ensure the bands maintain their elasticity properties. Slippage of the band from the varix can occur if the endoscope is advanced beyond the banded site. The instructions for use advise the user that passing the endoscope over a previously placed band may dislodge the band. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook 6 shooter saeed multi-band ligator. The bands were detaching from the loader [barrel]. One (1) contaminated piece [6 shooter saeed multi-band ligator] was disposed of by customer, will return three (3) pieces [6 shooter saeed multi-band ligators] uncontaminated. Clarification was received on 04/18/2016 from the cook sales representative that states the banding jumped from the mucosa. Additional clarification received on 04/21/2016 from the cook sales representative that confirmed the bands slipped off the site prematurely.